Event description:
On 03/11/2025, it was reported by a sales representative via email that the metal 1.9 drill cold welded to the inner metal drill sleeve from an ar-3670 fibertak biceps implant system. The blue plastic sheath also slid off. This was discovered during an open proximal biceps tenodesis procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment, prying/leveraging, and/or excessive force used during insertion.